Event description:
The pt received an scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that the pt was having his leads replaced with a penta lead for better stimulation coverage. Immediately after the surgery, the pt complained of abdominal pain around his waist like a band and had some weakness in his right leg. F/u indicated the pain subsided some but is still present and the pt is left using a walker to get around. The system remains implanted. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.